Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The size 8.0 endotracheal tube was inserted in the pt on (B) (6) 2010 and on (B) (6) 2010. The pt extubated himself by coughing after being repositioned. The cuff was still inflated. Caller states that the balloon had 18cm h2o as measured at the last check. The pt was reintubated with a size 7.0 tube.